Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified.